Event description:
Information received indicates the brake is locking the caster wheel, but the caster continues to swivel if pushed on from the side.

Manufacturer narrative:
The technician replaced the caster to repair the bed.